Manufacturer narrative:
(B)(4). Manufacture date is based on the use-by date the event and explant dates were approximate. Other device explanted. Model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI # (B)(4).

Event description:
Mainstay medical limited (mml) received information that the patient who was implanted with the reactiv8 system on (B)(6) 2021 had the device explanted. The exact date of the explant is unknown. There was no mml representative present during the explant procedure; it is unknown who explanted the device. The patient elected to see a surgeon independently without notifying the provider. Reportedly, the wife of the patient notified the mml representative that the patient was placed on antibiotics for 10 days due to a reported superficial skin infection near the midline incision on (B)(6) 2025. Two months later, the alleged skin flare-up came back, and the patient was prescribed another round of antibiotics and then again in (B)(6) 2026. A culture was taken by a dermatologist and reportedly showed no evidence of infection, but the wife later reported to the implanting physician that the patient had a staphylococcal infection at the ipg site. There was no evidence to support this claim. It is unknown whether allergy testing was performed. The mml representative has attempted to obtain additional information, but neither the patient nor the clinic has responded. This patient reportedly had both a vertiflex and a reactiv8 system in place. No device was retained for analysis, but according to the patient, all the reactiv8 components were removed without complications. The device history records for the leads and ipg, including sterilization, process were reviewed. No relevant nonconformances were identified.